Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the hose clamps for the manifold were replaced. Additional malfunction is the zip tie for the heat exchanger were replaced. The heat exchanger was reattached to the manifold.